Manufacturer narrative:
Initial report ref natus complaint# (B)(4). D4. UDI number is not applicable. The customer reported that the metal rod of the headphone keeps popping out of place and has snapped off and hit a few patients on the head. The questionnaire was sent to the service technician for the customer. The customer has not yet returned the adverse event questionnaire. Awaiting further investigation.

Event description:
It is reported that the metal rod of the headphone keeps popping out of place and has snapped off and hit a few patients on the head. Status: under review. Natus is continuing to follow up with the customer for additional information.

Manufacturer narrative:
Device: headphone (part number to be confirmed). Quality management system: (B)(4). Date of event: (B)(6) 2022. Natus awareness date: (B)(6) 2022. Country of event: australia. Description of event: it is reported that the metal rod of the headphone keeps popping out of place and has snapped off and hit a few patients on the head. Status: under review. Natus is continuing to follow up with the customer for additional information and to obtain the part number of the affected item.

Event description:
Device: headphone (part number to be confirmed). Quality management system: (B)(4). Date of event: (B)(6) 2022. Natus awareness date: (B)(6) 2022. Country of event: australia. Description of event: it is reported that the metal rod of the headphone keeps popping out of place and has snapped off and hit a few patients on the head. Status: under review. Natus is continuing to follow up with the customer for additional information and to obtain the part number of the affected item.

Manufacturer narrative:
Follow up report 002 reference to complaint# (B)(4). Confirmation received from technical service that it was one headset and one patient and no serious injury occurred. The affected part was not returned by the customer. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. The current risk file doc-049635 rev 04 1081 aurical aud & madsen a450 - risk analysis hazard 6.5 identifies this issue harm - minor injury to the patient or user or discomfort. Cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g., due to steady force applied on the device. (Hit by something). Severity- negligible (3). Risk level- minor (3). If the failure mode is adequately covered by the current risk file then the following statement shall be used: "a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Faillure confirmed: no. Investigation result code (n/a to all qms):taastrup/headband. Closure rationale: complaint could not be verified, materials not returned for analysis.

Event description:
It is reported that the metal rod of the headphone keeps popping out of place and has snapped off and hit a few patients on the head. Confirmation received from technical service that it was one headset and one patient and no serious injury occurred.